Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on or about (B)(6), 2008, on her right side. Patients left side was entered in a separate complaint. Patient has experienced severe pain and discomfort in her groin, thighs, buttocks, back, and hip joints; inability to walk without pain and discomfort; popping and clicking sensation in her hip joints; infection and inflammation of bone and tissue surrounding the implants; metallosis; formation of pseudotumors and alval; lack of mobility; chromium and cobalt metal toxicity; and other complications. Patient will likely undergo revision surgery in the near future to have the right asr hip implant removed and replaced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.